Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that ever since they received their replacement controller, they have had to charge their ins more frequently, as it is depleting faster. The patient said that their implant has been charging fine, but it runs out quickly. The patient said they usually charge their implant every two days (for the last 3-6 months) but since getting the replacement controller, they have had to charge every day. The patient said they charged the implant yesterday afternoon at 2:00, and at the time of the call it was already showing the implant was low/depleted. Patient services (pss) inquired whether any settings had been recently made to the implant, and the patient said no. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.